Event description:
The customer reported that the external paddles failed. There was no reported patent involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.